Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery couldn¿t be charged. The customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Cause was not known. Additional information was not received. The customer declined further troublehsooting from tandem technical support. Customer reverted to an alternate method for insulin therapy.